Manufacturer narrative:
Device evaluation is not necessary because the reported event was determined as not related to vns therapy.

Event description:
It was reported that the patient underwent vns explant surgery due to an infection. It was stated that the leads were clipped, but the electrodes remained on the patient's vagus nerve. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.